Event description:
The jacket could not be retracted. The device was removed from the pt and the jacket still could not be retracted. The decision was made to abort the case. The pt was not converted.